Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for no delivery was performed. Customer was advised to change out their entire infusion set. Customer advised they changed out their infusion site 6 or 7 times in the last two days. The insulin pump will not be returned.